Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced slightly elevated powers and the lactate dehydrogenase (ldh) was slightly elevated. The patient was admitted and started on intravenous (IV) anticoagulation therapy resulting in the power and ldh to return to normal limits with no other signs or symptoms of thrombus. The patient was transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files covering the reported event date were not available. As a result, the reported event was not confirmed. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported high power event, including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.